Event description:
It was reported that a cartridge alarm 30 occurred. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact reported. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump.